Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample were confirmed to exhibit the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used evacuator. Visual inspection of the sample noted foreign material inside of the evacuator. The photo sample provided shows foreign matter. This does not meet specification which states that "product and package (kit) must be free from visible loose or embedded foreign matter". A potential root cause for this failure mode could be ¿production areas not following cleaning procedure". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: ¿bard 100cc silicone closed wound suction evacuator with anti-reflux valve ¿ sterilized using ethylene oxide ¿ not made with natural rubber latex ¿ do not resterilize ¿ do not use if package is damaged. ¿ contains or presence of phthalates ¿ single use ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that trash was contaminated inside the suction evacuator.

Event description:
It was reported that trash was contaminated inside the suction evacuator.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.